Manufacturer narrative:
The year is the only known part of manufacture date. We have defaulted to the first of the year.

Event description:
During investigation of returned lancet device, the manufacturer's investigation unit determined that the lancet protrudes beyond the end cap of the device. No adverse event was reported. Suspect device had already been replaced for the customer.